Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom (downstream occlusion alarm) which was reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message and would not auto restart. It was also reported there was no pt involvement.